Manufacturer narrative:
Investigation summary: the service investigation was reviewed, and no further investigation is required. Based on the evaluation it was determined that no complaint history review and no additional correction is required at this time. Dchu has reviewed the complaint and no adverse event has occurred at this time. This complaint mode will be trended, and further investigation will be required if an actionable level is determined during quarterly post market surveillance (pms) review.

Event description:
It was reported that during use with a bd facsvia¿ flow cytometer there were erroneous population results on patient samples there was no patient impact. The application specialist reports that the customer encountered a problem while analyzing an imk assay. The client noted that the cd8 + population is not detected due to an incorrect compensation between apc and pe. The app specialist tested the reagents on another instrument but without encountering the same problem. Additionally, on 2020-11-10 the fse provided the following additional information: 1. Are there erroneous results on patient samples for diagnostic test? Yes 2. Was there any delay of treatment due to the issue? No 3. If patient samples were redrawn, was there any change or delay of treatment? No 4. Was there any physical harm/injury to the patient due to the issue? No 5. Provide details - how and to what extent? N/a 6. What is the current medical status? N/a

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsvia¿ flow cytometer there were erroneous population results on patient samples there was no patient impact. The application specialist reports that the customer encountered a problem while analyzing an imk assay. The client noted that the cd8 + population is not detected due to an incorrect compensation between apc and pe. The app specialist tested the reagents on another instrument, but without encountering the same problem. Additionally, on 2020-11-10, the fse provided the following additional information: are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Provide details - how and to what extent? N/a. What is the current medical status? N/a.